Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It could not duplicate the reported phenomenon. However it was found the printed circuit board failure which could not been turned on the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the printed circuit board failure due to the accidental failure of the electronic component. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image was not displayed on the subject device sometimes when it was starting up during preparation for the unspecified diagnostic procedure. At that time, the backlight was not lit, but the power indicator light was on. The intended procedure was completed with using another similar device. There was no patient injury associated with this report.